Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak associated with a pd treatment. There was an air detected in cassette warning during fill 4 of 5. The patient disconnected and then reconnected self from the system. Then patient cancelled treatment and found fluid inside of the cycler. There was fluid leaking inside of the cassette door. Fluid was in the pump module area and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler sit and air dry and has been used since with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak associated with a pd treatment. There was an air detected in cassette warning during fill 4 of 5. The patient disconnected and then reconnected self from the system. Then patient cancelled treatment and found fluid inside of the cycler. There was fluid leaking inside of the cassette door. Fluid was in the pump module area and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler sit and air dry and has been used since with no further issues. The cycler set is not available to return.